Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 035 non-boston scientific guidewire was delivered into the lesion and a 9x80x75 epic vascular self-expanding stent was advanced for treatment. During the procedure, the wire and the balloon become stuck together. An attempt was made to remove the device from the patient, but the resistance was strong. It was not confirmed if the stent was kinked, but the tip was noted slightly lifted. The wire and the stent were removed together from the patient and the procedure was completed with a different device. No complications were reported.